Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Field e: initial reporter was patient family member if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's mother that approximately 13 years and 4 months post implant of this pulmonary val ved conduit in a pediatric patient, the conduit was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.